Event description:
It was reported that during an implant procedure, the sensing capabilities of the pacing leads were noted by the physician to not be as good as other manufacturer's leads. The right ventricular lead r waves are smaller and this causes the physician difficulty and time during implant procedure. The lead were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).